Event description:
It was reported that patient experienced aneurysm of the cylinder out of the corpora. No allegation against the device. No adverse patient effects. Additional information was received. Right cylinder had popped out of the corpora. No adverse patient effects.